Event description:
Related manufacturer report number 1627487-2022-01718. It was reported that the patient experienced an infection at both the ipg and lead site. In turn, surgical intervention was undertaken wherein the system was explanted and the infection was cleaned out. Patient was given antibiotics and the infection has since resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.